Event description:
Diagnosed with keratitis and given ofloxacin drops. This was told because of contact use. Found out that the solution that I use is at fault. Renu with moistureloc used daily and kirkwood used in between.